Event description:
Report received of an over-delivery. It was reported that the pump was sent to the biomedical dept with an unsigned note that read, "broke". The customer reported that during testing, the pump over-delivered. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was available.